Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) of rebt1338 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the patient's daughter that her father had an IV placed on (B)(6) 2017, for antibiotics due to a urinary tract infection. Patient was at home and when he awoke on (B)(6) 2017, he had shortness of breath and was turning blue. The daughter called 911, the paramedics performed CPR, but was unable to resuscitate the patient. The patient was pronounced dead at 10:45 am on (B)(6) 2017, cause of death unknown. The daughter stated an autopsy will be performed to confirm the cause of death. Autopsy results are not yet available.

Manufacturer narrative:
The initial complaint appeared to be a reportable occurrence. Upon receiving additional information about the event, it was determined that a reportable event had not occurred. A lot history review (lhr) of rebt1338 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the patient's daughter that her father had an IV placed on (B)(6) 2017, for antibiotics due to a urinary tract infection. Patient was at home and when he awoke on (B)(6) 2017, he had shortness of breath and was turning blue. The daughter called 911, the paramedics performed CPR, but was unable to resuscitate the patient. The patient was pronounced dead at 10:45am on (B)(6) 2017, cause of death unknown. The daughter stated an autopsy will be performed to confirm the cause of death. Autopsy results are not yet available.